Event description:
The hospital reported that after an endoscopic vein harvesting procedure, the coupling on the hemopro 2 adaptor broke as the device was being disconnected.

Manufacturer narrative:
Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage. There was no evidence of blood on the device. A visual inspection determined that the connector of the hemopro 2 adaptor was broken. The broken cap was not returned. Based upon the evaluation results, the reported complaint was confirmed. (B)(4).